Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Performance data collected from the device was also received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. The elective replacement indicator (eri) date is (B)(6) 2013. Product ID 4087 competitor implantable pacing lead (ipl) implanted: 2004 (B)(6); product ID 0157 competitor implantable tachy lead (itl) implanted: 2004 (B)(6). (B)(4).

Event description:
It was reported that an implantable cardioverter defibrillator (ICD) device had experienced battery depletion earlier than expected by the customer. The device was explanted and replaced. No patient complications have been reported as a result of this event.